Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the alarm history shows multiple "low cartridge" warnings, and one "replace cartridge" alarm on (B)(6) 2011. During investigation, the pump correctly detected a filled cartridge; the pump was exercised for 24 hours with no delivery interruptions. The pump accurately displayed a "low cartridge" warning and a "replace cartridge" alarm during testing. The pump passed force sensor calibration testing. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump dispense insulin during the load step of a routine cartridge change on three or four occasions. There was no reported patient impact as a result of the alleged malfunction.